Event description:
It was reported that a patient's left ventricular lead was not capturing, and that the patient had been experiencing pounding in their chest over a few days. The lead is possibly dislodged. An intervention is planned, but no action has been taken yet. The patient is currently stable.